Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The customer's blood glucose level was unknown. The customer stated that insulin pump screen was cracked, purple, and black and it was making harder to read the screen to the patient. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with missing segments due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments.